Manufacturer narrative:
A correlation between the device and the reported patient expiration could not be determined. No specific device related issues were reported and the vad was still running when the patient was found. An autopsy was not performed, the pump was not explanted, and no equipment was returned to the implanting center. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The approximate age of the device was 20 months. The pt expired and no autopsy was performed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was found expired. It was reported that the pt had vomited three times on (B)(6) then was really short of breath on saturday. The roommate last spoke with the pt at 8:30 pm the night before. The coroner reported the pt had been found unresponsive and was down for about 20 minutes by the time he got there. The pump was still running when the coroner was there. There was no autopsy, no explant and no equipment would be sent back.